Manufacturer narrative:
Device involved in this event has not been returned for investigation, but it has been requested to return. If the device is returned an investigation will be completed and a follow-up report will be submitted.

Event description:
Received information that alleged the fitbone transport nail, implanted on (B)(6) 2026, stopped moving after about 2cm lengthening. Patient, underwent a revision procedure to replace the nail with a max frame on (B)(6) 2026.